Event description:
Patient reported experiencing elevated blood glucose (~400 mg/dl), while wearing the device. They attempted to self-treat by delivering additional insulin; however, their blood glucose did not decrease as expected. Pt stated that they believe the device's bolus function is not working properly. No error messages were generated by the device.